Event description:
The locknut used to attach the scale and the swivel bar to the boom of the lift fell off causing the bolt to be disassembled during a transfer of a resident. The resident fell to the floor and the swivel bar and scale landed on her chest. The lift had been used less than one year.